Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer reported changing infusion sets but the blood glucose levels remained high. The customer also reported that the piston of the infusion would not retract all the way. The customer declined to troubleshoot the insulin pump because she was at work. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).